Event description:
Customer reported ep-4 delivered an [unexpected] output when a stimulation channel was selected. Patient experienced atrial fibrillation. Reference report 2248049-2006-00002.

Manufacturer narrative:
Ep-4 (device 1) was investigated, no failure mode observed or identified for this device. Subject device repaired and modified as part of subsequent firm initiated device recall. Signal conditioning unit (scu) (device 2) was identified as cause of the event. However, based on information about the ep-4 gained through later investigations, it is believed that the scu suffered damage in shipping, but would not have caused the type of problem reported by the user.